Event description:
It was reported that a 52-year-old female patient underwent revision breast reconstruction surgery with 500cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral replacement surgery with catalog number 3506004bc; serial number (B)(6) on the left side, and with catalog number 3506004bc; serial number (B)(6) on the right side on (B)(6) 2024. Mentor is aware that the date of implant ((B)(6) 2017) is prior to the manufacturing date (april 6, 2018) of reported lot number 7570134. Per information received, the date of implant was provided by the patient and the original information from the previous surgery is not available. Therefore, the date of implant information will remain as it was reported. If additional information becomes available, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).